Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device may have had a short in it. The reporter clarified that the malfunction could not be confirmed since this information was obtained from a note that was received with the device. It was further reported that the motor seemed to be skipping and running intermittently, and when the motor did run for a good duration, it had vibration and the rotations per minute (rpm) on the console device jumped around. The reporter indicated that the event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.